Event description:
The customer reported that while running an hcv assay, using summit sample handler, did not pipette the correct amount of reagent in well positions a11 and a12 and no error message was given. A field service engineer was dispatched and could not duplicate the problem. Fse replaced #1 plunger clamp, collet, sleeve and compression spring. No death or serious injury was associated with this event.